Event description:
Treatment of an avm. It was reported the physician noted glue leaked at a few centimeters from the catheter's tip during glue injection. Glue passed through the hole into the aca. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated and there was no defects found.